Manufacturer narrative:
Date of event: aware date of 13jul2022 used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31mm watchman flx laa closure device with delivery system (wds). Following the procedure the patient was placed on dual antiplatelet therapy. During a routine follow up examination, six weeks post procedure, a transesophageal echocardiogram (toe) revealed a thrombus on the face of the device. Patient medication was changed from dual antiplatelet therapy to novel oral anticoagulant. Following the toe and medication change, the patient was stable and discharged home.